Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the drill bit broke inside the vertebral body. The broken piece was able to be removed and the surgery was completed. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.